Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity 36khz handpiece (c7036) is defective, that the tip frequency optimization failed and the handpiece gets very hot. There was no patient involved and no user injury was reported.